Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), product type extension; product ID neu_unknown_ext, serial# (B)(4), product type extension; product ID 3389-28, lot# b0491842k, product type lead; product ID 3389-28, lot# b0713923k, product type lead. (B)(4). (B)(6).

Event description:
It was reported that the patient was hospitalized on (B)(6) 2007 due to prolonged postoperative confusion. The patient's established medication dose was reduced and treatment with clozapine and benzodiazepines was initiated. Stimulation was also interrupted at that time. After psychiatric evaluation and treatment, the confusion and hallucinations disappeared by (B)(6) 2007. Stimulation was restarted and readjusted afterwards. To facilitate transition to normal daily life, the patient spent four days in a psychiatric hospital after discharge from the neurology ward. The patient was finally discharged home on (B)(6) 2007.